Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the difficult leaflet grasping appears to be due to a combination of procedural conditions and challenging patient anatomy. The reported tissue damaged appears to be a cascading event of the difficult leaflet grasping. Tissue damage is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Mitral valve had thin leaflets, calcified annulus and short and calcified posterior leaflet. One clip was implanted on the mitral valve. A second clip was inserted and advanced into the left ventricle (lv), but became caught on the chordae. Troubleshooting was performed and the clip was successfully freed from the chordae without causing damage. Grasping was then performed, but the posterior leaflet was difficult to be captured. Once captured, it was suspected the posterior became damage as a return of mr was observed. Additional grasping was performed, and the clip was successfully deployed on the mitral valve, reducing mr to a grade of 3. There was no clinically significant delay in the procedure. No additional information was provided.